Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify rewind anomaly, back light anomaly and no delivery alarm due to buttons not responding. Device received with cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received button and sometimes cartridge was loose. Customer¿s blood glucose level was unknown. Customer stated that the cartridge not secure when screwing in new reservoir and buttons were sticking. Customer stated that the random no delivery alarms, insulin pump grinds during rewind and backlight flickers. The device will not be returned for analysis.